Manufacturer narrative:
Date sent to the FDA: 12/15/2020 additional information: h6 a manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H6 component code: g07002 ¿ device not returned. . This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. If further details are received at a later date, a supplemental medwatch will be sent. Note: events reported via mw# 2210968-2020-08090, 2210968-2020-08091.

Event description:
It was reported that the patient underwent an unknown procedure on an unknown date, and suture was used. When the surgeon was tying the knot of the suture, it burst. A new suture was requested to complete the procedure. There were no adverse patient consequences reported.